Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that during the change out procedure, the right ventricular (rv) lead exhibited high shock impedance measurements with the new device. Boston scientific technical services (ts) was consulted and the connection and fluid in the pocket were checked, but high impedance measurements remained. Since all other measurements were stable, no further action was taken and both the device and lead remained in service. Approximately four years later the remote home monitoring system issued an alert for high out of range shock impedance measurements. Boston scientific technical services (ts) was again consulted and suggested possibly performing induction testing. Engineering review of the remote home monitoring system data revealed that this is a device related issue. No adverse patient effects were reported.